Event description:
During a device change out they testing lead impedances through new device (mdt serial in list). With device in the pocket they saw: rvcoil 46ohms svc coil 52ohms. With device outside the pocket they saw: rvcoil >200 svccoil >200 and rvtip-rvcoil >3000. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).